Manufacturer narrative:
A manufacturing representative went out to the site to check out the system. It was noted that the network connection at the detector came loose. Once the cable was reseated and secured into the detector, the system preformed as intended. There were no parts replaced. 10,213,67 are associated with system check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck in standalone mode. They did multiple reboots before calling in, but it did not resolve the issue. They also tried to reseat the umbilical and dongle, but the system did not get out of standalone mode. The procedure was finished with another imaging system. There was a delay of less than on hour delay and there was no reported harm to the patient present.